Manufacturer narrative:
Synthes is unable to determine the manufacturer site or the manufacturer date without a lot number. No investigation could be performed, no conclusion could be drawn as no device was returned.

Event description:
A 3.5mm lcp proximal humerus locking plate, implanted on an unknown date, was noted as broken 28 months post operative. Patient was revised on an unknown date to another 3.5mm lcp proximal humerus locking plate.